Event description:
Literature: chastan n, westby gw, yelnik, et al. Effects of nigral stimulation on locomotion and postural stability in pts with parkinson's disease. Brain. 2009;132(pt.1):172-184. Summary: this study reports the effects of high frequency substantia nigra pars reticulata (snr) stimulation on locomotion and balance control during the gait initiation process, particularly the ability to brake the center of gravity fall during stepping which reflects postural control during gait, in seven parkinsonian pts operated for bilateral subthalamic nucleus (stn) stimulation with electrode contacts located within the snr. Between 1996 and 2005, all parkinsonian pts were operated for bilateral stn stimulation. From the sample of all pts, some pts were retrospectively identified who satisfied the criterion of at least one contact (always the most ventral contact) of each quadripolar electrode located within the snr. Two pts suffered dementia, and were excluded, and two other pts were unwilling to participate. Event: one pt died. The cause of death was unk at the time of this report. Add'l f/u will be conducted.